Event description:
It was reported that during central processing, broken wires at the tips of the bipolar forceps instrument was identified. The instrument was not used during a surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's conductor wire to be broken. One conductor wire was broken at the yaw pulley exit. Wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube.